Event description:
Upon further review of the reported event, the event is not consistent with a unit leak.

Manufacturer narrative:
Upon further review of the reported event, the cause of leak was an applicator damaged o-ring; therefore, this is not considered reportable for control unit leak.

Event description:
Allergan aesthetics received a report of a coolant leak with their coolsculpting control unit.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.